Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during basal more than once. Troubleshooting was performed. Ran a self and displacement test and they passed. The customer's glucose level was 518mg/dl while calling and was treated with manual daily injections at the doctor's office. The customer stated that insulin delivery was suspended due to the motor error alarms. During the call, the customer mentioned that he was hospitalized due to diabetes ketoacidosis in the morning. Reviewed the alarm history and found motor error alarms. No further information was provided.